Event description:
It was reported that during a removal of a third molar, the bur guard broke. The patient received an abrasion/burn on the left lower lip just inside of the commissure. Triple antibiotic ointment was applied to the area and the patient was instructed to keep the area moist. The abrasion/burn is expected to heal without the need for additional procedures.

Manufacturer narrative:
The hand piece and bur guard were received at the manufacturer for testing and the alleged condition of the bur guard breaking was confirmed. The hand piece passed the quality inspection procedure according to specification. The bur guard can melt, if it is pushed up onto the hand piece. When this happens the nose cone comes into contact with the bur guard, and the friction can melt the bur guard and cause it to break.